Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 chemistry analyzer and observed bubbles in the ratio stack. The fse identified the probable cause as defective electrolyte injection cup (eic) seals and sodium electrode. The fse replaced the eic seals and sodium electrode to resolve the issue. Section a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k) on their dxc 800 pro clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.